Manufacturer narrative:
(B)(4). D10: 51-107170, tprlc 133 mp type1 pps ho 17.0, (B)(6), 51-106150, tprlc 133 mp type1 pps so 15.0, (B)(6), 51-107150, tprlc 133 mp type1 pps ho 15.0, (B)(6), 51-104140, tprlc 133 t1 pps ho 14x148mm, (B)(6), 51-106170, tprlc 133 mp type1 pps so 17.0, (B)(6), 51-145170, tprlc xr mp t1 pps 17x119mm, (B)(6), 51-106150, tprlc 133 mp type1 pps so 15.0, (B)(6), 51-145130, tprlc xr mp t1 pps 13x111mm, (B)(6), 51-104170, tprlc 133 t1 pps ho 17x154mm, (B)(6), 51-109050, tloc 133 mp sp t1 pps ho 5x95, (B)(6), 51-104160, tprlc 133 t1 pps ho 16x152mm, (B)(6). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the circulated items were inspected and that the sterile packaging was damaged. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information to report at this time.